Manufacturer narrative:
The customer reported that the light indicators and power button not working and need to be replaced was confirmed. Test results identified that the returned keypad¿s on key was not functioning and the ac indicator light did not illuminate. An internal inspection was performed on the returned keypad. The keypad was observed with signs of contamination due to fluid ingress and a damaged trace was also found. Test method information: n/a ¿ no test method is available for this issue. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module (B)(6) service history record showed the device had a manufacture date of 02/12/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/30/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypad was returned for investigation.

Event description:
It was reported the pcu front case is being replaced. Biomed reported that the; ¿light indicators and power button not working¿. There was no report of patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the pcu front case is being replaced. Biomed reported that the; ¿light indicators and power button not working¿. There was no report of patient involvement.